Event description:
The user reported that during preparation for use for cardiopulmonary bypass, the batteries within the battery back-up module of the pump system failed to hold a charge. No pt was involved in this event.

Manufacturer narrative:
Evaluation begun, but no conclusions have been drawn.